Manufacturer narrative:
Product analysis :visual, optical and functional evaluation confirm set screw threads are undamaged. Set screw rod interface node morphology is found to be troughed, which is typical of full tightening. Node deformation height (@ center) consistent with bench samples. Conclusion: set screw rod interface node height and witness marks consistent with full seating of the set screw at final tightening.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 6950315, 510k # k042498 was cleared in the united states. Image review of the product: additional information concerning instrument complaint unable to be obtained from submitted images. The product has been returned , the evaluation is yet to begin. Hence, it is difficult to draw any conclusions as of now.

Event description:
It was reported that the patient underwent cervical posterior fusion at occipital-cervical2. On an unknown date, post-op, the patient complained of some noise from the surgical site. Screw migration was observed by x-ray so revision surgery was performed . No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.